Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was having issues with high defibrillation impedance. No interventions were reported. The patient was stable.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.